Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during the load process. The customer's blood glucose (bg) level was elevated; however, the customer was not certain if it was due to the reported issue. The customer administered manual insulin injections to stabilize bg level. At the time of the call, the customer's bg level was in the 200's (mg/dl).